Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 400s mg/dl and a correction bolus via the pump was delivered to address the bg level. The contact initially thought the pump was not working properly. However, after a pump system check showed the device was functioning as expected, the contact acknowledged the pump was working and delivering insulin when requested. The contact declined to remove the cannula for inspection and declined further troubleshooting. Reportedly, the contact discussed the high bg event with a healthcare provider.